Event description:
It was reported that 8 months after implantation of a 2.50x16mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal circumflex artery. A pre-intervention stenosis of 90% was reported. The lesion was balloon dilated and a 2.50x16mm taxus stent was deployed in the lesion. A post-intervention timi iii flow was reported. The vessel was reported not to be tortuous or calcified. The patient received plavix, ticlid and aspirin pre-procedure, and plavix post-procedure. No information was reported concerning patient complications. The patient presented 8 months later with an 100% in-stent restenosis in the proximal circumflex artery. The lesion was pre-dilated and a cypher stent was deployed in the restenosis region of the vessel. No post-intervention stenosis percentage was reported. The patient condition was reported as satisfactory/good and complications were reported as none.